Event description:
Medication was hung at 23:15. The IV pump alarmed at 23:45. The IV medication bag was empty however the majority of the medication was on the floor. Upon closer insp the IV tubing was found to have a leak at one of the connections.